Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). Device evaluated by MFR: device analysis determined that the condition of the returned device was consistent with the complaint incident. The balloon was torn longitudinally. A longitudinal balloon tear was identified 4mm distal to the distal edge of the distal markerband. The tear extended proximally along the balloon material and measured 16mm in length. No issues were noted with the tip section of the device and no kinks or damage was noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified lesion in a shunt. Following the insertion of a non-bsc introducer sheath and the advancement of a non-bsc guidewire, a 4.0 x 40, 40cm mustang¿ balloon catheter was selected for use and advanced to dilate the anastomotic part of the shunt. Initially, the balloon was inflated at 20 atmospheres. However, upon the second inflation, the balloon ruptured at 24 atmospheres for a duration of 30 seconds. The device was removed as a whole system at once without any segment of the device detached inside the patient. Procedure was completed with a different device. No patient complications were reported and the patient's status was good.